Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece with all four tines found to be intact and undamaged. The reported event of failure to capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to be dislodged. Upon repositioning attempt, the ra lead failed to capture. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.